Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels below 55 mg/dl. Reportedly, in addition to being sick, the contact attributed the low bg to be due to the settings needing adjustment. Juice was consumed to treat bg level.